Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found lead insulation degradation at 4.5,5.0,5.5, and 6.0cm from the connector pin. Other damages found are consistent with those occurring at the time of explant (B)(4)

Event description:
This report is to advise of an event observed during analysis.